Event description:
Our affiliate is reporting that a pt had a knee repair with the use of mitek rigidfix cross pins for fixation sometime in 2006. Pt was ok at 1 yr post-op in 2007, however, at some point after that, one or both of the cross pins broke and migrated into the knee joint space. In 2008, a re-surgery was performed. [At this point in time this is all the info that has been made available to us. Questions out to our affiliate for further detail and clarity.]

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the results will be the subject of the f/u report.